Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description according to complainant: filter was not attached to the hook. Upon unsheathing, the filter released into the cava and filter legs did not open. Patient outcome: the filter had to be snared and removed from the patient.

Manufacturer narrative:
(B)(4). Summary of investigational findings: only the tulip filter was returned and an investigation found the hook according to specifications. The distance between the primary filter legs was found according to specifications. No damages were noted and no images provided, why unable to determine the reason why "the filter legs did not open" after filter had released from the introducer. However, the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. During the manufacturing/qc processes the spring effect of filter is 100 % controlled, as they are all deployed after advancement through a sheath. Under normal conditions, ivc< 30 mm, the radial force of filter will make filter legs attach to ivc. Filter was snared and removed, ie no info of any patient event. Investigation found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: filter was not attached to the hook. Upon unsheathing, the filter released into the cava and filter legs did not open. Patient outcome: the filter had to be snared and removed from the patient.